Manufacturer narrative:
Section d4 was initially submitted with the incorrect catalog and lot #. This supplemental is intended to correct this data.

Event description:
It was reported that the doctor was punctured by a needle when a protective cap malfunctioned.